Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. A connector pin from the therapy cable had broken off and was stuck in the device's therapy connector socket. Physio-control replaced the therapy connector of the device. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a connector pin of the their therapy cable had broken off and was stuck in the therapy socket of their device. They could therefore not establish a patient connection that would be recognized by the device. There was no patient use associated with the reported event.